Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching and scanner failed. A field service engineer (fse) confirmed that the scanner cable was damaged and replaced it with a new universal serail bus (usb) cable. A technical support specialist (tss) found that carefusion application showed error pop up and identified an application error and that the data synchronization service was not running. Further checks in sql server management studio (ssms) showed the dsclientoltp database was in a suspect state. The tss attempted recovery using knowledge article (ka) how to recover / repair a corrupted dsclientoltp database but was unable to perform required steps, including backup and query execution. The tss then followed ka drop failed for database "dsclientoltp" to troubleshooting. After restarting sql services and progressing the database to recovery pending, the tss applied ka proper data sync procedure & how to place new db in es station to drop and recreate the database, followed by a full station synchronization. The system returned to normal operation, resolving the issue. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system application was not launching. The customer reported that the scanner was not working; after restarting the pyxis, the screen turned white and the system became unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.